Manufacturer narrative:
The evaluation revealed all products to be primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The items returned were documented as faultless prior to distribution. The nail had to be removed because already engaged to the nail handle / nails holding screw and it was not possible to release the nail during surgery. As the nhs had been in use for approx. 15 years and the nail handle for approx. 5 years, we pre-suppose that the items had fulfilled their tasks in former surgeries as intended. Dimensional examination revealed no deviations in the relevant undamaged areas. A hardness test according to rockwell revealed the hardness of the materials being within specified parameters. The nhs stuck within the nail handle, so that the nail was not detachable from the handle. In order to detach the nail it was necessary to treat the nail handle and the nail holding screw mechanically; which caused additional damages not related to the cause of the event. After disassembling significant fretting marks were visible, running over the whole circumference on the outer surface of the nhs shaft, close to the beginning of the thread. Corresponding fretting marks were also visible, running over the whole circumference within the connection rod of the nail handle. The fretting caused the jamming of the instruments. Fretting is a rare but known reaction in case these materials come in contact which each other. During screwing into the nail it is possible that the nhs gets in contact with the inner surface of the nail handle rod and friction occurs due to a suboptimal (slight oblique) axial insertion. The appearance of the damage indicated that the devices got jammed by ¿cold welding¿ due to friction corrosion being caused by high surface pressure. Most likely high surface pressure generated by high load applied to the nhs had led to the found damages. Local surface pressure may arise when the items are assembled under misalignment (use error). The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. As the nail holding screw had been in use for a longer time [manufactured in 2002] before the alleged event was reported we pre-suppose that it had fulfilled its tasks in former surgeries as intended. It could not be excluded that the device was pre-damaged after such a long time. However, the use of a, not realized, pre-damaged will inevitably cause damages on the mating counterpart. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw [surface coating was removed]. No further actions were initiated. The returned nail holding screw was manufactured post to the change. The change did not prevent a user error due to oblique insertion. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Based on the above, the root cause of the reported event was not device related, but was most likely linked to an inadequate handling resp. Re-processing by the user.

Event description:
It was reported that the nail holding the screw did not fit the handle. It was reported that the nail was stuck. It was reported that the nail had to be inserted manually and by free hand. It was reported that a second set was opened and failed as well. It was reported that a surgical delay of 60 minutes was noted.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the nail holding the screw did not fit the handle. It was reported that the nail was stuck. It was reported that the nail had to be inserted manually and by free hand. It was reported that a second set was opened and failed as well. It was reported that a surgical delay of 60 minutes was noted.